Manufacturer narrative:
The field service representative (fsr) inspected the instrument and performed extensive troubleshooting by replacing the wash cup assembly and cleaned the wash zone manifold valves. The replacement of the wash cup assembly and the cleaning of the wash zone manifold valve resolved the issue. An instrument service history review revealed no additional service tickets associated with discrepant patient results reported for (B)(6). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the immunoassay systems did not identify any similar issues related to the alinity system, likely cause parts, or discrepant results as described in this complaint. The device history records were reviewed, and no non-conformances or deviations were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the alinity I processing module serial number (B)(6) or the likely cause parts was identified.

Manufacturer narrative:
Initial reorter address: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false positive alinity I total ¿-hcg result on a patient. The physician questioned the result. The sample was repeated multiple times, and the results were consistently negative. The following data was provided: reference range = 0 to 5 iu/l initial result = 4200 iu/l (positive); repeat results = < 5 iu/l (negative) no impact to patient management was reported.